Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, part of the shell is missing. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on radius assessed, as unidentified (tear) opening. And a missing shell assessed, as inconclusive. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining, a probable cause for this event.

Event description:
Explanting physician reported, left side rupture. Physician also reported, severe capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
(B)(4). Initial reporter postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.